Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right atrial (ra) lead exhibited low out-of-range pace impedance measurements and non-capture at 5.0v output upon connection to the pacemaker during a revision procedure for device replacement. As a lead issue was suspected, the physician attempted to implant a new ra lead but was unable to advance the lead beyond the patient's superior vena cava. The new device was then reconnected to the chronic lead and pace mode programmed to vvir. The attempted ra lead was disposed of by the facility as the patient had an intrinsic infection. It was noted that ra lead measurements were within normal limits when checked prior to the procedure. No adverse patient effects were reported. This system remains in service.